Manufacturer narrative:
The reported complaint of leadless pacemaker in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in backup mode. Loss of conductive telemetry was also noted. The lp was successfully restored. There were no patient consequences.